Event description:
It was reported on (B)(6) 2013, a 27mm epic stented porcine heart valve w/flexfit system was implanted. The patient presented for echocardiography and regurgitation was confirmed. On (B)(6) 2022, the valve was explanted and replaced with an unknown valve. Upon explant, a leaflet tear was noted on the valve leaflets and the leaflet remained in the open position that caused the noted regurgitation. The patient was reported to be in stable condition. Additional information is pending.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Explant was reported due to a regurgitation and a cusp tear was noted. The investigation found that all three cusps were torn, with thinning and loss of collagen fibers at the tear sites and at the cusps base of all three cusps. All three cusps also had degenerative changes to the tissue. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear sites, which could have contributed to the formation of the tear.

Manufacturer narrative:
Explant due to regurgitation reported. The investigation found that all three cusps were torn. All three cusps had marked thinning and loss of collagen fibers at the cusp base. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed, and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear sites, which could have contributed to the formation of the tear.